Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The battery was removed and the ac power. There was no audible alarm. It was recommended that the printed circuit board assembly-central processing unit (pcba, cpu) be replaced. The customer replaced the pcba, cpu and the issue was resolved. The customer received the option codes for cpu installation and reported the unit was back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
It was reported that an error code 1104 (backup alarm failed) occurred. There was no patient involvement.